Manufacturer narrative:
Follow-up #1: date of submission 10/22/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: the pump returned with torn keypad, below the ¿ok¿ key. "Ok" key responded appropriately. The "contrast¿ and ¿up¿ keys were intermittently unresponsive and the ¿down¿ key was unresponsive. Evaluation revealed that there was contamination under the ¿contrast¿,¿down¿ and "up" contact buttons. The pump returned with worn "up" and "ok" keys symbol. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.